Manufacturer narrative:
Date sent: 03/24/2009. Evaluation summary: the analysis results showed that one ax55g device arrived in good visual conditions and with no staples present in the device. The device was manually loaded with staples and the device was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 100% laser scanning system inspection and 100% visual inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection of the colon procedure, the device partially stapled. This occurred with one ax55g and two ax55b devices. A fourth device was used to complete the procedure. There was no adverse consequence to the patient.